Manufacturer narrative:
Device was not returned for eval. The review of the mfg paperwork verified that this lot met all pre-release specifications. A review of the mfg records verified that the reported lot met all pre-release specifications. The device remains implanted. Consequently, a direct product analysis could not be performed. Based upon the available info, the exact cause for the reported leakage cannot be determined, but there is no indication that a device defect or malfunction was involved. Additionally, there was no discernible link by the reporting healthcare professional that the device was the contributory cause of the reported leakage. A review of the complaint files confirmed that the reported lot has not been reported previously. All available info has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported to gore that a pt experienced a gastric leak 14 days after undergoing a procedure where gore seamguard bioabsorbable staple line reinforcement was used. The surgeon placed a stent in the pt to allow the staple line and stomach to heal. The pt is reported to be ok.